Event description:
It was reported the display on the insulin pump was blank and couldn't do anything with it. Customer stated the insulin pump alarmed button error and stopped working. Customer was already disconnect and has reverted to her old insulin pump. Blood glucose was 26 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The insulin pump had normal operating currents and no damage was noted to the isolation tape. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, and a missing serial number and address label sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.